Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient underwent treatment for a femoral trochanteric fracture. The tip of the proximal femoral nail a (pfna) blade couldn't be rotated during the inserting, even though it was rotated freely before. After the measurement of the length, the surgeon attached the blade (95 mm) on the impactor and checked the rotation of the tip of the blade. The surgeon reamed an anterior cortical bone and tried to insert the blade by the hammer. However the correct position was moved anteriorly. It was hard to remove the blade with the extractor and the tip of the removed blade was fixed. The attachment with the impactor did not help, so the surgeon exchanged it to the blade (90 mm) and succeeded to insert it smoothly. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The blade was dismantled and cleaned, then we checked the function of the blade, we were able to release the blade as required (fully functional). It was clearly visible though that the inner hexagonal of the locking mechanism was slightly damaged. It is possible that inadequate handling during insertion may have lead to this deformation. The device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. No product fault could be detected.